Event description:
Information received indicates the brake is not holding on the bed.

Manufacturer narrative:
The technician found the head end caster will not go into brake. The technician replaced the casters to repair the bed.